Manufacturer narrative:
Date: 06/08/2018. After reviewing this file it was determined that MDR-2031642-2017-03596 was reported in error. The damaged on user interface assembly was user induced damaged and found while performing preventive maintenance.

Event description:
During corrective maintenance, the manufacturer¿s field service engineer (fse) discovered that the unit had a damaged display. There was no patient involvement.

Manufacturer narrative:
This complaint was isolated to the damaged touchscreen with no other failures identified. There were no loose components returned with this gui assembly and the visual inspection of the inverter pca did not reveal any signs of damage or contamination